Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) came to the clinic as the device was making a funny sound. An interrogation of the device found it was in safety mode. The patient is on dialysis, however that has been no radiation therapy. Boston scientific technical services (ts) advised the device be explanted. The device has been explanted and returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.